Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0063209. Medical device expiration date: 2025-02-28. Device manufacture date: 2020-03-03. Medical device lot #: 0142932. Medical device expiration date: 2025-05-31. Device manufacture date: 2020-08-24. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm 100bx 1200 USA were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that needle clogged during injection. Verbatim: consumer reported finding pen needles clog during injection sometimes 2-3 pen needles in a row. Informed consumer proper placement of the non patient end. And to prime the pen needle .consumer does not reuse. Finding issues with just these two boxes. Not prior boxes. Lot #:0063209, lot # 0142932, catalog#: 320122. Date of event: unknown, samples status discard".

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm 100bx 1200 USA were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that needle clogged during injection. Verbatim: consumer reported finding pen needles clog during injection sometimes 2-3 pen needles in a row. Informed consumer proper placement of the non patient end. And to prime the pen needle .consumer does not reuse. Finding issues with just these two boxes. Not prior boxes lot #: 0063209, lot # 0142932, catalog#: 320122, date of event: unknown samples status discard".

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.